Event description:
The customer reported the device would not power on. The manufacturer's field service engineer (fse) confirmed the reported problem. The fse replaced the power supply.

Event description:
Factory analysis of the returned power supply revealed a capacitor failure that resulted in the reported power issue.

Event description:
No patient involvement.